Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump experienced an alert 38 motor stall during rewind and fill, with failure to infuse insulin, and troubleshooting indicated a malfunction of the motor component; the caregiver attempted restart, removed the cartridge, and updated the app, but the alert persisted and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting along with a failure to infuse associated with the pump motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.